Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), miscarriage in 2002, amniotic fluid index decreased, bacterial infection, yeast infection, gastric banding, cholecystectomy, uterine dilation and curettage and endometrial biopsy. Denies smoking and alcohol. Previously administered products included for polycystic ovary syndrome: orthotricyclin; for an unreported indication: metformin. Concurrent conditions included obesity, anesthesia, breast mass, delayed period, breast tenderness, hypertension, uti since 2014 and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal cramping"), back pain ("back pain"), weight increased ("weight gain"), menorrhagia ("heavy menses / menorrhagia"), abdominal pain ("abdominal pain / abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), libido decreased ("sex drive decreased") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, weight increased, menorrhagia, abdominal pain and vaginal haemorrhage had resolved, the cystitis, vaginal infection, dysmenorrhoea, dyspareunia, fatigue and investigation noncompliance outcome was unknown and the libido decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, investigation noncompliance, libido decreased, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Mr- there were no visible rings noted on patient¿s right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. On (B)(6) 2008 : test specimen : vaginal group b strep- abnormal. On (B)(6) 2010 : CT pelvis w/o contrast : impression: large retroperitoneal soft tissue mass located anterior· to the left psoas, which contains a small focus of central calcification. Differential considerations include but are not limited to a sarcomatous lesion versus ovarian neoplasm. Recommend for further evaluation. Multiple small subcentimeter mesenteric and retroperitoneal lymph nodes, not enlarged by size criteria but nonspecific in etiology. Status post cholecystectomy and tubal ligation. Most recent follow-up information incorporated above includes: on 24-jan-2018: events - "abnormal bleeding, vaginal bleeding, bladder infection, vaginal infection, dysmenorrhea, dyspareunia (painful sexual intercourse), fatigue, sex drive decreased, did not undergo an essure confirmation test", concomitant condition, concomitant drug, reporter added from pfs. Concomitant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal cramping"), back pain ("back pain"), weight increased ("weight gain"), menorrhagia ("heavy menses") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, weight increased, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.